Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations on disconnected mode and patients were not current. A technical support specialist dialed into the application server and attempted to connect to the database via sql server management studio (ssms) but was unable to establish a connection, identified that the database server was offline in remote support service (rss) and contacted the user to engage hospital information technology team (hit) to bring the server back online, hospital information technology team (hit) reported being able to ping the host but not the production servers and confirmed they did not have access, assisted the customer by providing the necessary credentials to hospital information technology team (hit), after which the database server was successfully brought back online and message flow between the application and database servers was validated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode and patients were not current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.